Event description:
It was reported that after a peripheral revascularization procedure, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was retracted, only the link was present on the needle. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation, however, it was received without the needle plunger/needles assembly, anterior cuff, posterior cuff, link, complete suture, and posterior needle, which limited the scope of the investigation. The reported needle-to-cuff miss could not be confirmed. There was no detected device damage or observation to indicate a needle strike or cuff miss occurred. Based on a visual inspection and functional analysis of the returned device components, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.